Event description:
It was reported that the patient presented to emergency room after receiving inappropriate hv therapy for supraventricular tachycardia being misdiagnosed as vt due to programming. Programming changes were made.

Manufacturer narrative:
(B)(4).